Event description:
Nurse responded to 02 sat monitor alarm and found a puddle of fluid, (approx 50cc) under the IV pole. Upon further investigation the nurse identified that IV tubing was cracked (hole) near the blue slide clamp and air had filled the lower portion of IV tubing. Pt suffered respiratory distress and was transferred to care for mechanical ventilation.